Event description:
Caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.